Manufacturer narrative:
One used fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device showed no suture or ts remain on the delivery needle or were returned. The needle is bent. The depth limiter has been removed from the assembly. The device was functionally tested for proper actuator advancement and cycling, device functioned as intended. Per the device instructions for use under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. There were no indications that would suggest that the devices did not meet product specifications upon release into distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that, during a meniscal repair surgery, the fast-fix 360 curved needle delivery system's t1 needle was inserted without deployment; then, it was decided to pull it out and re-position it. After this, the sutures between t1 and t2 came out. Even though it is unknown how the surgery was finished, it was not delayed. The patient was not harmed.